Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer was found in bed unconscious due to hypoglycemia. The patient's blood glucose level was at 38 mg/dl. Pump has been replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. However, noisy motor noted during testing due to faulty motor. The unit was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.